Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at a third party service center, the device failed a repair test step relating to an 'active exhalation proportional valve opened'. The service technician states that the active exhalation control module valve was replaced to resolve the issue. The device passed all testing. Additionally, it is noted that the rubber feet were missing.